Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported overheating message; programmer error logs were checked and no overheating problem was found. Programmer was powered on for 48 hours with no overheating message. Analysis found the programmer failed common mode/wrist electrode test; the ECG (electrocardiogram) connector was found loose on the lem (link electronic module) printed circuit board assembly. It was noted the system fan was noisy. (B)(4).

Event description:
It was reported the programmer had an overheating message. The programmer was returned. No patient complications have been reported as a result of this event.